Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could not be drawn as no device was returned. Placeholder.

Event description:
It is reported that during surgery, a 3cc syringe of drillable norian putty did not mix when the liquid was placed with the powder. It was reported that the surgeon was repairing a wrist fracture and instead of the norian turning into putty, it was granular and sandy. There was no adverse event to the patient. There was no delay in the surgery due to the event. No alternate product was available. The surgeon decided to continue without norian. This is report 1 of 1 for complaint (B)(4).